Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power adaptor end was broken off and not returned with the sample. A visual inspection was performed and the instrument had been used significantly from the amount of wear that is visible. The cause of failure is due to wear and overload. It is unknown how many cycles the product has enduring during its time in the field. The device history record was reviewed and no discrepancies were found. No further investigation is required. Complaint information was provided by zimmer biomet.

Event description:
It was reported that the reamer handle broke at the chuck during surgery. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.